Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The device locked or jammed, the jaws closed while surgeon was ligating and eventually the jaws released from the tissue by manipulation. Another device was used to complete the case. There was no adverse consequence to the patient.